Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour meter with in-house contour test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips for evaluation. The customer returned 6 bottles of contour test strips. Four of the returned bottles were from lot # 8lj3b03c, expiration date: 30-nov-2020, one of the returned bottles was from lot # 8ej3b03b, expiration date: 31-may-2020 and one of the returned bottles was from lot # 8ej3b01b, expiration date: 31-may-2020. The customer used test strips from lot # 8ej3b01b during the event. An in-house testing was performed using the returned meter with returned test strips from all the bottles, which gave satisfactory performance. Since the customer indicated that lot # 8ej3b01b was used during the event, sections d2 (common device name), d4 (model #, lot #, expiration date, and UDI#), g1,2 (continued) - manufacturing site address, h4 (device manufacture date), and h5 (labeled for single use) have been updated with the product information related to test strips.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 250 mg/dl on the contour meter. The customer became unconscious. The paramedic was called and the customer was taken to an emergency room. The customer stated that a test was performed in the hospital with their meter and a reading of 23 mg/dl was obtained. The customer stated that both readings were taken 10 minutes apart. The customer did not remember if she received any treatment. No further event details were provided. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.